Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient passed away. The patient's daughter stated that the patient was (B)(6) and died of congestive heart failure. The patient hadn't worn the dexcom sensor for several months prior to passing, as the nursing home refused to use it. The patient had been under hospice care for a few weeks before she passed, so emergency services were not contacted. No additional event or patient information was provided. A certificate of death was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.